Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a recurring error message. Additional event information is not available. The device was provided for evaluation. A follow-up report will be submitted upon its completion.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. Functional testing was performed and the reported fault could not be reproduced and there were no failure detected. The data log was reviewed and firmware errors were observed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The customer's complaint was confirmed during log review. A root cause could not be determined.